Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 1 year's post implant of bard flat mesh, patient was diagnosed with hernia recurrence and fibrosis thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence as a possible complication(s). Review of manufacturing records confirms product was manufactured to specification. Note the manufacturing date(15-jun-2010) is considered to be a best estimate. This emdr represents the bard flat mesh (device #2). An additional supplemental emdr was submitted to represent the composix kugel mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Per additional information provided: (B)(6) 2009 - patient was diagnosed with large ventral hernia and lower infraumbilical hernia thereby underwent open repair with the implant of composix kugel mesh (device #1). Per operative notes, ¿adhesion was lysed. The defects towards right and left side of rectus muscle with two hernia sacs were found. The hernia sac was resected. A composix kugel mesh (device #1) was laid, applied polypropylene to right rectus fascia and left with sutures.¿(B)(6) 2009 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with the removal of composix kugel mesh (device #1). Per operative notes, ¿there were dense adhesions over the top to the bottom of the mesh, it had torn loose from the abdominal wall, sideways partially detached and partially fixed the mesh with a bunch of broken sutures. The mesh (device #1) was freed up circumferentially from the abdominal wall. The bladder flap was taken down and attached the synthetic mesh behind umbilicus and anchored circumferentially.¿ 09-mar-2011 - patient had abdominal wall laxity thereby underwent open repair with the implant of bard flat mesh (device #2). Per operative notes, ¿previously placed synthetic mesh was moved to another position and omentum up into the subcutaneous tissue was noted. A onlay bard flat mesh (device #2) was placed to reconstruct the abdominal wall using sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent lower midline abdominal hernia thereby underwent open repair with the removal of bard flat mesh (device #2). Per operative notes, ¿bard flat mesh (device #2) and synthetic mesh were excised. The muscle was freed from fatty subcutaneous tissue and biological mesh was placed and secured by sutures.¿ (B)(6) 2012 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair. Per operative notes, ¿there was a defect in the central midline of fascial wall, which was above the edge of old mesh. The excess sac was excised. A synthetic mesh was anchored circumferentially with sutures.¿ (B)(6) 2013 - patient was diagnosed with recurrent multiple ventral incisional hernia thereby underwent laparoscopic repair with the implant of ventralight st using echo ps (device #3). Per operative notes, ¿there were numerous adhesions to the anterior abdominal wall. The bowel was taken down from the synthetic mesh and the anterior abdominal wall was completely freed up. A ventralight st using echo ps (device #3) was placed into the abdominal cavity and secured with the strap tacker.¿ attorney alleges that the patient had adhesions, bowel obstruction, mesh migration, pain, hernia recurrence and emotional injuries. It was also alleged that patient's other injuries known at this time include subsequent surgeries for recurrent hernias.